Event description:
After the procedure, the nurse found that the distal part (size: 1mm square) of teflon pad during cleaning of the subject device. The physician explained the patient that it was possible that the distal part fell off in the patient's body and the material of the distal part was harmless. No more information has been obtained.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on cases with the same model when the physician contacted the grasping section with any other instrument during the procedure or the nurse cleaned the grasping section, which damaged during the procedure, it was possible that the distal part of teflon pad was detached. The instruction manual of sonosurg scissors already states; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidentally. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, which may lead to a damage or detachment. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this supplemental report is required on (B)(6) 2015. This is a supplemental report for MFR report # 8010047-2012-00324 to correct event problem and evaluation codes and the evaluation result based on the evaluation of the returned device. The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad had a small hole without metal part being exposed at 7 mm from the distal end on (B)(6) 2012. The inside of the hole was confirmed to be scratched with some pointed object. The manufacturing history was reviewed, with no irregularities noted. Based on the result of reproduction study, a local increase of the temperature due to a friction between some fine metal objects and the ptfe pad may result in partial wear of the ptfe pad, when ultrasonic output is activated. Omsc concluded that this phenomenon is most likely related to the user's technique. The instruction manual of the subject device already warns; do not contact the probe with any hard objects (e.g., metal clips, uterine manipulator, or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, and this may lead to damage or detachment.